Manufacturer narrative:
(B)(4). Batch # m90t5c. The device was received in good visual condition. Upon visual inspection under magnification it was noticed that the upper jaw was slightly damaged at the retention pin interphase; resulting in the jaw been loose and difficulty in opening and closing of the jaws. However the damage was not significant enough to prevent the device from cycling. The devices was tested on the generator and passed all functional testing. The energy output delivered from the device was verified. All three tones were heard during functional testing (tone 1 is heard when the energy activation button is pressed; tone 2 is heard when tissue impedance threshold is reached; and tone 3 is heard when the cycle is complete). No alert screen was displayed at any time during the testing. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The ¿reposition jaws and reactive¿ alert screen is advising that the instrument is being activated on low impedance (thin) tissue or metal (such as staples, clips, retractors, or clamps). However; no alert screens were displayed during testing. The ¿replace instrument¿ alert screen is displayed after receiving two consecutive alert screens and is advising of a potential issue with the instrument. However; no alert screens were displayed during testing. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported that during an laparoscopic assisted vaginal hysterectomy procedure, after consecutive error messages, reposition jaws and reactivate, and then replace instrument, the opened a new device to complete the procedure without issues. There was no adverse consequence to the patient.